Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing found that the device was detecting the battery but the battery was not charging and the device powered off when it was disconnected from the main power source. Review of the device data logs confirmed the occurrence of power failure alarms. The evaluation determined that reported charging issue was due to a defective internal battery. The battery was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
During the review of the device logs, it revealed that a single occurrence of error message (sf218) indicating a main board error was recorded in the astral device. Based on the investigation results and previous investigations of similar complaints, it was determined the error message (sf218) was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.